Event description:
It was reported that during use of the indeflator to prep an unspecified balloon they experienced difficulty staying on negative. The physician continued to work with the indeflator throughout the procedure until it was able to work again, but continuously purging air from the system. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed one other similar incident. Reportedly, following prep, when the physician went off negative, there was excess air in the chamber. The physician proceeded to purge the excess air that accumulated into the chamber several times until he could successfully inflate the balloon. It should be noted the 20/30 indeflator inflation device instructions for use (precautions section) states: do not use if product is damaged. Although the physician proceeded to purge the excess air that accumulated into the chamber several times this was likely due to the potential product quality issue (leak). The investigation determined the reported leak appears to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Corrective action has been initiated per site operating procedures. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.

Event description:
Subsequent to filing the initial report the following information was provided: following prep, when the physician went off negative, there was excess air in the chamber. The physician proceeded to purge the excess air that accumulated into the chamber several times until he could successful inflate the balloon. No additional information was provided.

Manufacturer narrative:
On (B)(6) 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on (B)(6) 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na.